Manufacturer narrative:
Visual inspection performed: during the analysis it is evaluated that the ha caoting is present on the proxiamal part of the body meaning that the stem was not succesfully osteointegrated with patient bone as expected, probably cause of reported loosening. In the distal part of the stem the ha coating has been correctly absorbed by the the patient bone. Some signs and scratches are present on the neck part probably due to the revision surgery. No other complaints have been received on same lot.

Manufacturer narrative:
Batch review performed on 16 april 2021: lot 174356: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-24. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: 3 years after primary cementless tha the stem is mobilized and requires revision. The radiograph shows a continuous radiolucent line around the stem. There is no report of infection, although it could be a case of silent infection. Aseptic loosening is also a possibility, although it's quite rare that it takes place so early. We were unable to reach a final conclusion on this case with the information at hand. Preliminary investigation performed by r&d project manager: looking at the images attached to the complaint it is clearly visible that some scratches and deep signs are present on the neck and taper part, probably due to the revision surgery performed. Looking at the stem body it is visible on the proximal part residual of ha coating: it seems that the stem was not correctly osseointegrated with the patient bone. It is not possible to determine the root cause of the reported loosening.

Event description:
Revision surgery performed 3 years and 3 months after the primary due to stem loosening. The surgeon successfully revised the stem and head.